Event description:
The customer called to report that the insulin pump had a blank display and was making unfamiliar sounds. The customer also stated that the buttons weren't responding. The reported blood glucose reading was 238 mg/dl. Troubleshooting was performed and the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to verify any sounds or test for button keypad anomalies due to the blank display.